Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective buffer valve and mixing bar. The fse cleaned the ion-selective electrolyte (ise) cell, reseated all tubing, cleaned ise waste performed enhance cleaning procedure and replaced the buffer valve and mixing bar which resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.